Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection noted eschar on jaw seal plates. The reported condition was confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue sticking occurred during testing of the device. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the surgeon experienced the instrument sticking onto tissue. A combination of manipulating the instrument and using a grasper to pull the tissue from the jaw of the instrument was used in order to remove it. Another device was used and the procedure was completed without further incident. No patient injury.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the surgeon experienced the instrument sticking onto tissue. A combination of manipulating the instrument and using a grasper to pull the tissue from the jaw of the instrument was usedin order to remove it. No patient injury.